Event description:
It was reported that (1) lcsc5 was used during a laparoscopic right adrenalectomy procedure. It was reported by the rep that the lcs-c5 was locking out throughout the case and it got worse and worse until finally it just stopped working. The scrub tried to retorque the instrument but continued to get a solid tone. The surgeon opened a new lcs-c5 and it worked fine throughout the case. There was no consequence to pt.